Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer was not able to see out of the right eye. The site stated that they had power cycled, but the issue persisted. The technical support engineer (tse) asked if there were any cables connected to the personality module surgeon console (pmsc). The customer had two cables connected there. The tse had the customer disconnect both, but vision was still impaired. The tse had customer perform a secondary power cycle and had the customer hard cycle. The system came up without the right eye once again. The tse asked if the surgeon would be willing to try 2d, but the image would not appear in the right eye. The site had a secondary surgeon side console (ssc) in another part of the hospital. They dropped the call to grab the secondary ssc. They called back in the process of swapping the ssc. The new ssc connected, and the issue did not persist. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. After swapping dvi cables to the left and right eye monitors, the fse identified the issue was with the personality module surgeon console (pmsc). The fse replaced the pmsc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The pmsc was analyzed by fa and the reported failure was replicated. This pmsc was installed onto the test system and started up with no errors. Video test was performed with no video in the right eye.